Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the inability to charge the ins and stated that the wireless recharger continuously beeped during charging attempts. The issue began today. The wireless recharger displayed three solid green bars. The agent walked the patient through resetting the wireless recharger, and a "not found" message was observed. The patient was instructed to close all applications and reopen the recharger application. No coupling level was initially displayed. After several minutes, coupling levels were observed, and the charging level remained at 30 percent. The agent had the patient restart the phone, and the wireless recharger was reset a second time, as the agent understood the patient's initial reset attempt may not have been completed successfully. The patient then attempted to start the charging session and confirmed that a good connection was established with an excellent coupling level; however, the ins battery remained at 30%.the patient further reported that the charging connection would disconnect whenever sitting down or lying down. The patient stated that they had recently attended rehabilitation for a knee condition and reported that the rehabilitation staff were unaware/never heard about the implanted neurostimulator. The patient suspected that the ins had migrated to a different location due to rehabilitation activities, including weighted leg exercises, bending, picking up objects from the floor, reaching into cabinets, and playing volleyball in a wheelchair involving twisting movements. The patient acknowledged awareness of post-procedure restrictions regarding bending. The patient also reported contacting the pain management/diagnostic doctor regarding the issue and was informed that the situation was not right, but was advised to have the system reset and to get the ins charged. The patient stated that, despite troubleshooting and reset attempts, they remained unable to consistently charge the ins. The patient further reported that the ins was protruding and could be felt through the skin. Due to the report of a protruding ins, suspected device migration, and charging difficulties, the patient was redirected to the healthcare provider for further evaluation and management. Agent submitted a repair request for replacement of the wireless recharger.